Event description:
It was reported that the customer experienced issues with the reservoir. The customer's blood glucose was 65 mg/dl. The customer treated her blood glucose with food and was fine. The customer stated that there would be air in the reservoir while filling them. The customer experienced this issue with two reservoirs. The customer also mentioned that there was an insulin leak at the top where the reservoir connected with the transfer guard. The customer confirmed that she was following all proper reservoir techniques. The customer declined troubleshooting. Advised to call back if further issues occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.